Event description:
The customer obtained a biased dscrea and a biased urea patient sample result. The event is consistent with a malfunction that could have caused false patient results to be reported. No patient sample results were reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Troubleshooting determined this event to be consistent with a user-induced slide tracking error. The customer performed option 3 for 6 cycles to clear the analyer's incubator, confirming that a slide tracking error had occurred. Human error was the cause of this event.